Manufacturer narrative:
On (B)(6) 2020, mentor became aware that it was erroneously indicated in the supplemental report sent on october 21, 2020 (follow up 1) that the suspect medical device for the left side was received. However, only the right side device was received and has been reported under mrn: 1645337-2020-12168. Subsequently, a product evaluation for the right side device was also erroneously submitted on (B)(6) 2020 (follow up 2). The appropriate product evaluation for the right side device will be submitted under mrn: 1645337-2020-12168. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On november 3, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, a tear was observed at a junction at the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. According to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's bilateral implant explantation surgery was rescheduled to (B)(6) 2020. On (B)(6) 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (left) 225cc mentor smooth round moderate plus profile saline catalog: 3502225 lot: 9421800 sn: (B)(6) and (right) 225cc mentor smooth round moderate plus profile saline catalog: 3502225 lot: 9418212 sn: (B)(6). On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflations, post-procedure. As a result, the patient underwent bilateral removal on (B)(6) 2020. This medwatch form is for the left breast prosthesis.